Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received information on how to reset the pump from technical support, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.